Manufacturer narrative:
(B)(4).

Event description:
It was reported that the mobile app displayed an alarm that the alerts will not be received. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. No injury or medical intervention was reported.